Event description:
Reported due to cerebrovascular accident (cva) resulting in patient death. In 2006, a carotid stenting procedure was performed on the patient using a xact stent in the right internal carotid artery (rica). The rica was described as 99% stenosed, vessel size was 5.5 mm and the lesion length was 25mm. An emboshield device was successfully deployed and balloon dilatation was successfully performedbefore and after the carotid stent placement. Reportedly, the xact stent was successfully positioned and deployed. The patient was discharged eight days later to a "rehab unit." It was noted that an adverse event occurred seven days earlier. Reportedly, the patient had a "post procedure gastrointestinal bleed (gi) bleed" that was discovered via endoscopy. The patient was diagnosed with a mallory-weiss tear and required a total of 4 units of packed red blood cells (prbc). This adverse event was noted to be "unrelated to device." However, on 3/5/2006, the patient expired due to a cva.